Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
An inverted internal magnet was identified during revision surgery.

Manufacturer narrative:
The external visual inspection revealed the bottom cover was severely dented. In addition, the electrode was severed along the lead prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed loose electrical components as well as cracks along the hybrid. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The manual capacitor leakage test noted multiple channels that did not reveal a leakage rate. This is due to the hybrid condition. The device passed the mechanical tests performed. The open visual inspection confirmed cracks along the hybrid, missing electrical components, damaged wirebonds, and a damaged analog chip. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, dislodged electrical components, damaged wirebonds, and a damaged analog chip. A CAPA was implemented. This is the final report.